Event description:
This spontaneous report was received from a us health care professional and concerns a female patient (herself). She was injected subdermally with approximately 0.2 ml of radiesse(+) into the marionette lines area (off label use of device). Batch number was reported as a00117970 (expiry date: 06/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00117970 (expiry date: 06/2025). A lot search in the global safety database was conducted. A 27 g needle in a retrograde linear thread fashion was used. Radiesse(+) was injected over 3 to 4 linear retrograde threads. After the radiesse(+) injection, the patient experienced a potential vascular occlusion. In the evening, on a day of the injection, the patient contacted the reporter that was wondering if on the injection area was a bruise or potential vascular occlusion. It was believed that was a bruise, however, a follow-up for the patient was suggested. At the time of this report, the reporter believed the treatment of observation to be what was needed. Monitoring and reassessing was also planned on (B)(6) 2023. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event potential vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00117970, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.